Event description:
Per importer's MDR: on 11/14/2012 - rbs - the dealer reported that the unknown model and serial numbers bariatric rollator had a broken bolt getting into the frame. There was no patient injury reported.